Event description:
The ge oec 9800 fluoroscopy system was reported to have image quality issues, where the image was grainy and dark.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a damaged interconnect cable and bent pin in the lemo receptacle. The bent pin in the lemo was repaired and the interconnect cable was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.